Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and sounded a constant tone. The blood glucose reading was 10.3 mmol/l. The caller stated that the contacts on the battery cap were neither missing nor damaged. It was also noted that the battery compartment was neither damaged nor corroded. After troubleshooting, the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement functional testing. No blank display noted. The insulin pump was monitored and functioning properly. No constant tone and no audio/beep anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.